Event description:
The sales rep reports that during a nephrectomy procedure, there was an incomplete staple line which resulted in a convert to open to suture. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.